Event description:
It was reported that the implant could not be removed from the packaging because it was fused to the packaging. This was noticed directly when opening the packaging. No surgery time delay. Implant was not used and a s+n back up device was available to complete the procedure without patient impact. This event was conservatively reported since complications during treatment have been reported in the past for this failure mode, such as use of an alternative device to complete the procedure, but no patient harm has been reported. This alternative treatment is considered medical or surgical intervention to preclude permanent damage to a body structure or body function.

Manufacturer narrative:
Results of investigation: the associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device was returned opened with its original packaging except for the outer box. The inner protective liners were slightly deformed. One edge of the inner tyvek lid appeared to be captured within the outer tyvek lid. The device was manufactured in 2020 and shows no signs of use. The packaging development evaluation could not confirm the stated failure mode that the femoral was fused to the inner packaging. They inspected the femoral and did not see any of the pu liner on the femoral. They were also able to remove the femoral from the package with ease. There is no evidence of the femoral fusing to the liner. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Improper storage is a potential probable cause for this event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device was returned opened with its original packaging except for the outer box. The inner protective liners were slightly deformed. One edge of the inner tyvek lid appeared to be captured within the outer tyvek lid. The device was manufactured in 2020 and shows no signs of use. The packaging development evaluation concluded that an inner tray with snap lid, tyvek lid, pu tray liner, pu snap lid, and femoral was visually inspected. The complaint stated the femoral was fused to the inner packaging. They were not able to confirm the stated complaint. They inspected the femoral and did not see any of the pu liner on the femoral. They were also able to remove the femoral from the package with ease. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Improper storage is a potential probable cause for this event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device was returned opened with its original packaging except for the outer box. The inner protective liners were slightly deformed. One edge of the inner tyvek lid appeared to be captured within the outer tyvek lid. The device was manufactured in 2020 and shows no signs of use. The packaging development evaluation concluded that an inner tray with snap lid, tyvek lid, pu tray liner, pu snap lid, and femoral was visually inspected. The complaint stated the femoral was fused to the inner packaging. They were not able to confirm the stated complaint. They inspected the femoral and did not see any of the pu liner on the femoral. They were also able to remove the femoral from the package with ease. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Improper storage is a potential probable cause for this event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the implant could not be removed from the packaging because the implant was fused to the packaging. This was noticed directly when opening the packaging. No surgery time delay. Implant was not in the patient. S&n back up device available to complete the procedure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.